Event description:
It was reported that during an esophagectomy procedure after firing the device, the doctor found staples about 1cm were malformed. Changed to another one to complete the procedure. There was no adverse patient consequence.